Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since no lot number was provided, no device history record (DHR) review could be performed. Full UDI # information unavailable since the lot number is unknown. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent an ablation procedure for atrial fibrillation with a thermocool® smarttouch® bi-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis. Post-procedure, the patient became hypotensive and a tamponade was confirmed via ultrasound. Pericardiocentesis was performed and yielded an unknown amount of fluid. Patient was reported to be in stable condition immediately after the event. Patient required extended hospitalization as a result of this adverse event. Patient fully recovered with no residual effects. There were no factors cited that may have contributed to the adverse event. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related. It was noted that the injury was secondary to radiofrequency ablation. Transseptal puncture was performed with a st. Jude medical brk transseptal needle. Sheath used was a st. Jude medical sl0 8.5 french. Generator parameters included power control mode at 25-30 watts (not titrated) and temperature cut-off of 50°c. Ablation time at the site of injury was not reported, as the site of injury is unknown. Irrigated catheter flow was set at 17ml/min. Patient received anticoagulant during the procedure with activated clotting time maintained between 300-350 seconds. There is no information regarding spi value. Smarttouch catheter was not in close proximity to another catheter. Smarttouch catheter was zeroed after the initial warm-up phase, post catheter connection to the carto 3 patient interface unit. Carto 3 system did not indicate to re-zero the catheter. There were no errors reported on any bwi equipment during the procedure.